Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 27.3 mmol/l (491.4 mg/dl) while wearing the pod between 49 and 71 hours, on their arm. Symptoms reported include high blood glucose, ketones, vomiting, abdominal pain/stomach cramps, extreme thirst, extreme discomfort and feeling ill, legs were aching, and fatigue. Ketones at triage measured 4.5. The patient was treated with intravenous saline with potassium and insulin (glucose saline), paracetamol 200 to 400mg every 4 hours. The pod was removed at the hospital and discarded. Ketones reduced to 0.6 and the patient was discharged on (B)(6) 2025.